Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The visual aspect has not yet known but the patient is listed as ¿recovering.¿ the surgeon did confirm that the handpieces (hp¿s) were exchanged during the case, to continue and completed the case. There was mention of residual high astigmatism, but the additional related information was not provided. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification (phaco) tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator's manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubing are not occluded during any phase of operation. Use of a phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. One used sample was returned for evaluation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The fluidics management system (fms) cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balance salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported corneal burn, occlusion and irrigation not smooth enough during phacoemulsification mode of intraocular lens (iol) implantation. The surgery was completed and the patient condition was recovering. This report pertains to cassette involved in this reported event. Additional information received from company representatives that the patient experienced astigmatism after surgery due to using suture to close wound. The surgeon did not mention about the condition for the patient¿s cornea edema and surgery outcome.